Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Review of the device image indicated the premature battery depletion was due to high current drain. The high current drain was traced to an anomalous capacitor. The root cause of the premature battery depletion was due to an anomalous capacitor.

Event description:
Information received noted premature eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert for the device reaching eri was received via remote transmission. No patient symptoms were reported. The device was explanted and replaced.